Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove the protective sheath was confirmed through observation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove the protective sheath; however, factors that may contribute to the reported difficulty to remove (protective sheath) include, but are not limited to, damage to the protective sheath, protective sheath removal technique, undersized protective sheaths and/or oversized stent outer diameters due to positive pressure applied during preparation. In this case, it is possible the noted bent stylet and/or inadvertent handling during sheath removal contributed to the reported difficulty; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the protective sheath of the xience skypoint stent delivery system (sds) could not be removed. A new xience was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay reported. No additional information was provided.